Event description:
It was reported that the user experienced a leaking cartridge while using the ilet system, necessitating a supply change. The user fills their own teflon-lined cartridge, provided lot number 34532, and completed the change successfully after noting elevated glucose values, including a sensor ¿high¿ reading and fingerstick values of 368 mg/dl and 318 mg/dl. Symptoms included hyperglycemia. Outcomes included transient impact to glucose control. Investigation included technical troubleshooting and user education focused on cartridge handling and replacement. Investigation of this case revealed a leaking cartridge consistent with a device component performance issue affecting the cartridge. It was concluded that the event was attributable to a cartridge leak with resolution after replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.